Manufacturer narrative:
Correction of h3: device was not returned to manufacturer. This report is being supplemented to provide additional information based on the device evaluation by a 3rd party and the legal manufacturer's final investigation. A 3rd party service completed the device evaluation and found the plug for endoscopes was corroded, the power switch button was broken and the site used 200 hours on a non-olympus lamp. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the evis exera iii xenon light source not lighting up and a black screen when turned on was likely due to a failed connection from a corroded plug or using an improper non-olympus lamp. The specific root cause of the corroded plug and using a non-olympus lamp could not be determined at this time. The following information is stated in the instructions for use regarding a non-olympus lamp which may have prevented the event: "6.1 replacement of the examination (xenon) lamp. Always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source does not light up and the screen was black when turned on. In the process of changing the column, there was a thirty-minute delay which was not clinically relevant. The procedure was performed using a similar 190 scope series. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.